Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated screen visibility was hard to read, had diminished battery life, insulin pump had rejected batteries, insulin pump made grinding noise during rewind, insulin shoots high instead of dripping. Customer stated buttons were not as responsive as they used to be. Customer stated they passed self test and displacement test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.